Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, due to migration of the device. The patient was re-implanted with a new device during the same surgery. This report is filed march 17, 2016.

Manufacturer narrative:
This report is filed may 10, 2016.

Manufacturer narrative:
This report is filed february 22, 2016. Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to an unknown reason. Additional information has been requested, however has yet to be made available as of the date of this report, february 22, 2016.